Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly was a non-user. A review of the recipient¿s test data indicated impedance issues. The recipient's device was explanted.

Manufacturer narrative:
Additional information: section b.3, d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient was not reimplanted. The recipient healed properly following the surgery. The device will not be returned to the company for analysis. A review of the device history record was completed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.